Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. It should be noted that the trek coronary dilatation catheters (cdc), instructions for use states: balloon pressure should not exceed the rated burst pressure (rbp). The investigation determined the reported balloon separation, surgical procedure and removal of foreign body appear to be related to circumstances of the procedure; however, the reported balloon rupture appears to be related to user error. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was a lesion in the non-tortuous, mildly calcified, 95 % stenosed proximal circumflex (cx) coronary artery. A 3.00 x 15 mm trek rx balloon dilatation catheter (bdc) was selected for the procedure. There were no issues noted with the bdc during unpacking, inspection and preparation. The bdc was advanced to the lesion and on the second inflation the balloon ruptured at a pressure of 19 atmospheres. The bdc was removed from the anatomy and it was observed that part of the balloon remained in the anatomy. There were 2 to 3 unsuccessful attempts made snare the balloon fragment and remove it from the anatomy. The patient was sent to surgery to have the balloon fragment removed. The surgery was successful in removing the balloon fragment from the anatomy. No other information was provided.

Manufacturer narrative:
(B)(4). Correction- device status changed from not returning to returned. Evaluation summary: visual inspection was performed on the returned device. The reported balloon rupture was not confirmed since only a partial portion of the balloon was returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, additional information received states that there was no resistance felt during removal of the trek rx balloon dilatation catheter from the anatomy following the rupture of the balloon.